Event description:
Bowel problems & headaches. Bent-over forward posture which will not straighten. Stuck in this position & cannot walk, stand or sit long. Burning on left side of body & nerve problems on left side from low back, down left leg to foot. Shoulder to hand also. Pain, cutting in back. Cannot do much of anything. Itching skin with bumps that come out on skin, back arms & shoulders. Constantly canker sores in mouth & tongue. Arm or leg goes numb sometimes. Fall over, sore muscles & bone pain getting worse.